Event description:
The customer reported that she was having a problem getting her care link reports to her hcp. The customer then stated that she made an emergency visit to her hcp this morning due to low blood glucose levels and low blood pressure. The customer stated that her blood glucose was 71 mg/dl, and she felt like it was dropping. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.